Event description:
Intermittent atrial under sensing noted causing early/false termination of at/af episodes and suspected inaccurate recording of vt monitor zone episodes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).